Event description:
In 2008, a male underwent aaa repair. The patient had a proximal neck angulation of 90 degrees. When placing the main body graft, the top cap was released first. Two ipsilateral iliac leg grafts were placed with a 1.5 stent overlap. Confirmatory angiography indicated an endoleak, which was large enough to outline the aneurysm. The physician suspected a proximal type I endoleak and placed another manufacturer's stent at the proximal sealing site. On a completion run, there was still a leak. An additional angiography at the left limb overlap was performed and possible type iii endoleak at the junction site was, but the leak persisted. The physician deployed an additional iliac leg graft but the leak continued. Angiography was performed when the act fell to 130 in heparin induced neutralization, and the leak was reduced. The physician suspected a type IV endoleak and elected to observe the leak. Post-op in the next day showed no endoleaks. The physician commented that a temporary type IV endoleak occurred due to the patient's blood condition. Patient has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.